Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photos. Our quality engineer reviewed the provided photos and observed leakage coming from the bottom of the adapter where the cannister is located. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing the engineer could not determine a definitive root cause for this defect. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leaks out of the dead port after needle has been removed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leaks out of the dead port after needle has been removed.